Event description:
While starting an IV j-loop was leaking. All pieces attached appropriately no cracks noted. 7" (18cm) appx 0.41 ml, pressure infusion (400psig) ext set w/ remv microclave clear, purple clamp, luer lock reference # (B)(4) lot # 13906134 exp: 02/01/2029 ICU medical (B)(6).